Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. It was observed that the patient developed exit block so the physician decided to replace the lead. Additional information received indicated that the lead was found to be dislodged which was verified through fluoroscopy. This ra lead was surgically abandoned. No additional adverse patient effects were reported.